Manufacturer narrative:
Follow-up #1: date of submission 10/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/06/2017 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed basal and bolus rates. The pump successfully completed ez-prime steps. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The boluses performed during testing were recorded accurately in the pump histories. The complaint of a history setting issues was not duplicated during investigation. There was no defect found. Additional evaluation code: methods code - (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history settings issue. An inaccurate delivery issue was alleged; the bolus totals did not match. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.